Manufacturer narrative:
The reported device is not cleared for sale in the us, however a similar device is cleared for sale in the us. Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the surgeon reported gamma nail (gamma 3® ø11x180mm x 125°) fracture into the patient. The nail should be remove from the patient and be replace from another gamma nail plus a bone insert. As a clinical background, the doctor reported that the patient is a smoker."

Manufacturer narrative:
Correction: contrary to the statement in h10 of the initial report, this device is cleared for sale in the us market. The reported event could not be confirmed, since the device was not returned, and no other evidences were provided. Due to the current covid-19 pandemic, it was not possible to receive the product for evaluation. As soon as the product is received, the investigation will be updated. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on rmf one of the probable causes could be: patient related (e.g. Mechanical overstressing, inadequate strength, weak areas, focus of tension, traumatic overload, inadequate load or support). Based on event description, patient is a smoker and smoking increases the risk of bone fractures and also delays the bone healing process. If the product is returned or any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon reported gamma nail (gamma 3® ø11x180mm x 125°) fracture into the patient. The nail should be remove from the patient and be replace from another gamma nail plus a bone insert. As a clinical background, the doctor reported that the patient is a smoker."